Event description:
It was reported that during a foot surgery with one anchor the screw broke off inside the patient and was retrieved. With the second anchor the thread did not release. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint not confirmed. Two (2) ar-1915ft-2 were received for evaluation. Visual evaluation revealed that the tips of both devices were broken off. The corkscrew anchors and sutures were not returned with the devices. Functional testing could not be performed due to the anchors not being returned and damage to the devices. The most likely cause of the reported failure could not be confirmed due to the anchors not being returned.